Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed lead migration. Surgical intervention took place where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.